Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H2) see updated section d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0, multiple fdd/annex a codes were reported. A13 was coded for patient images appeared to "shrink" and "spin away" while in navigation. A23 was coded for issues with the cursor and footswitch. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an issue with the system while it was in use during surgery. The surgery lasted roughly 9-10 hours, and these issues only occurred in the last hour of the case. The site noted that the patient images appeared to "shrink" and "spin away" while in navigation. At the same time, the site had issues with the cursor and footswitch. The site did not provide additional details regarding these oddities. The site continued with surgery and was able to finish, despite these anomalies. Delay information was not provided. It was unknown if there was an impact to the patient.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Upon investigation of the reported issue, logs indicate that the user selected spinalfusion and the exam was transferred using imaging acquisition system (ias) on the reported date. The user entered the navigation task at 15:36:40, after which a series of low performance warning messages were captured in the logs, starting from 15:38:02 and continuing through 17:34:32; these messages were cleared by the user during this timeframe. A review of the footswitch logs did not reveal any abnormalities, and the system logs were also examined but did not provide any information related to the cause of the problem. Additionally, the visualization logs did not offer enough insight regarding the reported image shrinking/spinning, cursor, or footswitch issues. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.